Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to loss of atrial sensing. Patient has chronic atrial fibrillation. It was recommended to have the patient have a chest x-ray to see the atrial lead tip location. Programming changes were made. Patient was stable and had no adverse events and will continue to be monitored via merlin.net transmission.